Event description:
It was reported that during an implant procedure for this left bundle branch (lbb) lead it intermittently picked up a signal before the right atrial (ra). Technical services (ts) could not determine the nature of the beat, and it had consistent morphology and shape. The plan was to try a new lead. The right ventricular (rv) lead was placed in the ra port with the same observation. Additional information from the field representative noted a new lead was implanted and it was suspected that this lbb lead insulation was damaged during the case. No adverse patient effects were reported.

Manufacturer narrative:
Correction to model/catalogue number 7842.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure for this left bundle branch (lbb) lead it intermittently picked up a signal before the right atrial (ra). Technical services (ts) could not determine the nature of the beat, and it had consistent morphology and shape. The plan was to try a new lead. The right ventricular (rv) lead was placed in the ra port with the same observation. Additional information from the field representative noted a new lead was implanted and it was suspected that this lbb lead insulation was damaged during the case. No adverse patient effects were reported.